Event description:
Reporter indicated at a pt's follow-up visit a systems diagnostic test resulted in a high lead impedance indicating a possible device malfunction. Further investigation revealed a high lead impedance at implant surgery 6 months earlier. X-ray assessment revealed no gross lead fractures and the connector pins appeared to be fully inserted. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.